Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they reported a loss of therapeutic benefit. The patient was getting good therapy effect from the date of implant until they had an MRI procedure on their foot in (B)(6) 2026. The patient added the MRI procedure was within a couple of weeks after the implant. The patient mentioned that they were aware that they needed to turn off their ins before the MRI and the technician said "I know how to do that". The patient confirmed that their symptoms came back after the MRI procedure and added leaking issues. The patient mentioned that for bowel, it was pretty effective but for urinary, they lost control for more than 2-3 times in total. The agent reviewed smart programmer use and the patient confirmed that the therapy was on and was set to program 4 and 1.2. The patient also mentioned that they already tried increasing other programs with their doctor and it was not working. The patient also mentioned that they had flown a couple times and didn't turn off their ins. The patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their doctor if their symptoms did not improve. The patient mentioned that their therapy was for both bladder and bowel.